Event description:
It was reported that the patient presented to the emergency room with pneumothorax. P waves had decreased from 3 mv at implant to 0.2 mv. Microdislodgement was suspected. The patient would be monitored to determine if a lead revision would be necessary.